Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1111398. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that medicine leaked from the bd intima-ii¿ closed IV catheter system connection site during use. The following information was provided by the initial reporter, translated from chinese: "at 11 a.m., on 2021 (B)(6), when the nurse went to change the dressing for the patient, she found that there was leakage of liquid medicine from the connection. She immediately replaced a new closed intravenous indwelling needle for the patient to continue treatment, and informed the procurement staff of equipment department."

Event description:
It was reported that medicine leaked from the bd intima-ii¿ closed IV catheter system connection site during use. The following information was provided by the initial reporter, translated from (B)(6): "at 11 a.m., on (B)(6) 2021, when the nurse went to change the dressing for the patient, she found that there was leakage of liquid medicine from the connection. She immediately replaced a new closed intravenous indwelling needle for the patient to continue treatment, and informed the procurement staff of equipment department"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.